Event description:
It was reported that a physician's programming system had not been working. The issue was found to be related to the serial cable. When the serial cables were switched, the communication issues were resolved. The old, malfunctioning serial cable was discarded. The failure mode is understood to be failure of the serial cable associated with a disconnected wire connection.